Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a post-market clinical follow-up (pmcf) report from (B)(6). The title of this report is ¿a post-market clinical follow-up (pmcf) of the treatment of fractures of small and long bones and of the pelvis with the asnis iii cannulated screw system¿ and is associated with the stryker asnis iii cannulated screw system. Within that publication, post-operative complications/ adverse events were reported which occurred between (B)(6) 2014 and (B)(6) 2018. It was not possible to ascertain specific device catalog or patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 5 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses pain related to hardware irritation requiring implant removal. 2 out of 3 cases. The pmcf states, ¿three subjects experienced pain related to the hardware irritation requiring implant removal which were all resolved once the implant was removed. The pain related to hardware irritation occurred at 233, 105, and 1066 days post-surgery and resolved at 246, 135, and 1096 days post- surgery respectively.¿